Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer's daughter reported via phone call that the customer experienced high blood glucose levels. The customer's blood glucose was 600 mg/dl. The caller stated that she and the customer's doctor had recalibrated the insulin pump, and the insulin pump still did not work thereafter. She reported that the insulin pump's piston had not moved for a full 24 hours, and the insulin pump had not alarmed. The caller declined troubleshooting assistance for the issue and requested a replacement insulin pump. The customer was advised to replace the insulin pump and agreed to return the device for analysis.